Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type lead explant dates added and fdm/annex b code updated to more accurately reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2017; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2017; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that when they were standing and sitting, the stimulation was okay, but they were lying down, they felt like the intensity was 100 times higher and it's zapping them. Pt stated that the issue started about a month or two ago. Pt said the rep had them do some sort of things and they had to lay down, and the rep would do something on the controller. Pt mentioned they normally have the stimulation off at night. Agent had pt tap on check position on the menu, but it was greyed out; so, agent had pt check if they have adaptivestim and if it was turned off but pt already checked all the groups a bc but the only saw thunder bolt icon and couldn't see the adaptivestim icon. Agent asked, pt said that they have not notified their rep about the issue yet. Agent redirected the pt to the doctor and the rep but pt requested to have the rep call them. Agent reviewed with pt the role of rep and offered nas phone number but pt refused and insisted to have the rep to call them. Agent sent a message to the field for visibility. During the call, pt mentioned that they saw the rep in the office last month and the rep was going to send a note to the doctor that the stimulator was not working correctly, and the leads were broken, and something was wrong with it but pt has not heard from the doctor yet and they wanted to make sure that the rep notified the doctor. Agent documented information given during the call.

Manufacturer narrative:
Continuation of d10: product ID 977a260 product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): analysis information. 2026-01-28 08:56:45 cst pli# 10 product ID# 97715 continuation of d10: product ID 977a260. Lot# serial # (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2025. Product type lead h3. Analysis found that insulation degradation consistent with metal ion oxidation observed near connectors #0-2. The braid and two conductors were broken 34.0 cm from the proximal end. Four conductors were broken in the electrode area. Product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2025. Product type lead h3. Analysis found that insulation degradation consistent with metal ion oxidation observed near connector #1. Conductors #3-6 were broken in the electrode area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2026 08:56:45 cst pli# 10 product ID# 97715 h3. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type lead h3. Insulation degradation consistent with metal ion oxidation observed near connectors #0-2. The braid and two conductors were broken 34.0 cm from the proximal end. Four conductors were broken in the electrode area. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type lead h3. Insulation degradation consistent with metal ion oxidation observed near connector #1. Conductors #3-6 were broken in the electrode area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the ins returned with leads in same package. The issue was resolved with lead and generator replacement. Physician is aware as he was the one who replaced system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the leads and battery were replaced on (B)(6) 2025. Leads will be returned.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there are high impedances. The cause was unknown. The patient has spoken to the doctor and will be scheduled for a lead revision. No further information is available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.